Manufacturer narrative:
It was reported that the spring on the reamer is broken. This was a tha procedure. Product inspection could not be performed as the product was lost and not available for evaluation. Review of the device history records indicate 80 devices were manufactured under lot no 06030515 and accepted into final stock on 07/28/2015. No non-conformances were identified during inspection. A review of complaints in catsweb and trackwise related to p/n 207084, lot number 06030515 shows no additional complaints related to the failure in this investigation. The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The spring on the reamer is broken.this was a tha procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The spring on the reamer is broken. This was a tha procedure.